Manufacturer narrative:
Based on the information provided, at this time no definitive conclusions can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions and recurrence are both known adherent risks of the surgery and are listed in the adverse reaction section of the IFU. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: the patient has alleged that on (B)(6) 2004 he underwent repair of an incisional hernia using a bard/davol composix kugel hernia patch following a right sided nephrectomy. Patient indicates he had pain postoperatively that never seemed to go away and he could feel an "egg" in the area of the mesh. Patient states he spent several years trying to seek medical attention for this; however, there were no doctors that would do anything for him in regard to the mesh repair. Several years later on, (B)(6) 2015 the patient underwent emergency surgery due to a small bowel obstruction in which the mesh is alleged to have been "wrapped around the intestines" and causing a blockage. The patient indicates the surgeon told him the bowel had become fused together and had to be separated during this procedure. The mesh was separated from the bowel and removed. Per the patient, there was no injury to the bowel during this procedure. An inguinal hernia was repaired with a non bard/davol mesh. Currently, the patient indicates his scars are healing well postoperatively with no adverse effects.